Event description:
Philips received info from a customer site that while lowering the pt table following a mx8000 idt CT scan on a large pt, the pt table dropped unexpectedly about 18 inches. The pt was reported to have been jostled, but not injured.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips field service engineer (fse) evaluated the system and the error logs and determined that the problem could have been caused by a faulty spindle break. The fse replaced the spindle break and monitored the system at the customer site. The fse tested the system with 400lbs of weights distributed evenly on the pt table; he ran the table up and down many times. An adjusted the spindle break accordingly. There were no further occurrences of the reported event. (B)(4).